Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out the reported symptom 'constant air in line message' which were verified through a review of the event history log (ehl) which was not reproduced during evaluation. Evaluation revealed that the ultrasonic sensor failed which would contribute to experienced low sensor readings. The upstream sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line message. There was no patient involvement. No additional information is available.